Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.